Event description:
The biomedical engineer (bme) reported that they were getting a network service disconnect on the central nurse's station (cns) and the software will not open. The device was in patient use. The customer has been contacted multiple times to confirm if this issue has been resolved, but they have been unresponsive. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were getting a "network service disconnect" error on the central nurse's station (cns) and the software would not open. The customer had been contacted multiple times to confirm whether the issue was resolved, but they were unresponsive. No patient harm or injury was reported. Investigation summary: the customer verified the cable connection of the device. They swapped out the cpu on the cns and was able to get into the cns software, but it was having trouble monitoring devices. The error message indicates that the cns had disconnected from the network. A review of the history of the serial number identified other reports of other network related issues (i.e., intermittent comm loss). Based on the available information, a definitive root cause could not be identified. The available information suggests that the issue may be due to the customer's network environment. Other potential causes of the issue are failure of network related devices (i.e., the network switch and cable), and possible duplicate ip addresses. Additional information: b4: date of this report. D8: was this device serviced by a third party? G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting a network service disconnect on the central nurse's station (cns) and the software will not open. The device was in patient use. The customer has been contacted multiple times to confirm if this issue has been resolved, but they have been unresponsive. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that they were getting a network service disconnect on the central nurse's station (cns) and the software will not open. The device was in patient use. The customer has been contacted multiple times to confirm if this issue has been resolved, but they have been unresponsive. No patient harm reported.